Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer, h6. Health impact and h6. Evaluation codes: updated. One device was received. A visual inspection noted a stained reservoir, corroded drain fitting, worn block assembly, and cracked tank cover. Functional testing included filling the tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was leaking confirming the customer complaint. A root cause was due to a cracked tank cover. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI #: UDI section are unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
It was reported that the warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5, corrected data: b3, h6 problem patient code.

Event description:
Additional information received via email the problem was discovered when doing preventative maintenance. No patient involvement.